Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). Caller stated that the patient had an appointment with their healthcare provider in about a week from now to have the location of the implanted battery revised because it was causing the patient great pain where it sits. Caller said they didn't know if the battery was moving or twisting but the implant itself seemed to be moving in the pocket again. When asked for event date, caller stated this had started ever since patient was first implanted around day one. Caller mentioned historical information that the patient already had one revision about a year after being implanted, and they made the incision pocket deeper, but now the implant is moving again and causing pain. Caller stated they already have an appointment set up this time next week with hcp for a revision where they are moving the implanted battery above the waistline. Caller commented how the spinal portion works great for back pain but was lousy for the new pain they were having at the 'charger' part of the body (implanted battery). Agent documented information given on the call and continued to redirect caller to hcp for internal related issues.